Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at maximum output. Technical services (ts) reviewed the device data, noted loc on the atrial channel and recommended to revise this ra lead. No adverse patient effects were reported. This ra lead remains in service.